Event description:
Pt was in the operating room and was placed on a bariatric liter. When placing the pt's leg into the left leg stirrup, the connection joint broke. Operating room staff member had a secure hold of the pt's leg which prevented any injury occurring. The operating room charge rn and rn mgr were notified of the equipment issue and a work order was submitted to repair the equipment. There was no way to repair the damaged equipment and it was disposed of. There was another stirrup available onsite. Operating staff were able to securely place the pt's leg. There was no harm to pt.